Event description:
A falsely elevated d-dimer result was obtained on a patient sample. The patient result was reported to the physician. A redraw sample taken later in the day gave a low result within the normal reference range for d-dimer. A cat scan and a cardiac angiogram was performed of the patient to rule out pulmonary embolism (pe) as a diagnosis. The cat scan and angiogram was negative for pe. There is no report of adverse outcome to the patient as a result of the falsely elevated result or the cat scan and angiogram procedure.

Manufacturer narrative:
The cause of the falsely elevated d-dimer results is unknown. The sample was tested at approximately 4 hours after the sample draw as an add-on test. It is unknown how the sample was treated or stored prior to running the d-dimer test. The innovance d-dimer instructions for use shows stability of sample at 15 - 25 degrees c as 4 hours. Use of a sample at 4 hours beyond the time of draw may have contributed to the falsely elevated result. The instrument is performing within specifications.